Event description:
The customer contact reported a delay in critical therapy following difficulty in priming the tubing set. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of levophed, at an unspecified rate, via a symbiq pump. After an specified length of time, the customer contact reported ¿I also heard about the length of time it takes to prime the tubing. I heard that last night a patient¿s levophed ran dry and in the time it took to prime and restring the tubing the patients sbp was in the 60¿s.¿ multiple unsuccessful attempts have been made to obtain additional information including specific event details and was medical interventions were required.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. One sealed device from lot number 051835h was received and evaluated. The device passed testing. The tubing set was gravity primed in less than one minute without any difficulty. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.